Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Review of t:connect pump data confirmed that on (B)(6) 2017 the pump shutdown due to low battery power. Additionally, the battery gauge was found to have dropped suddenly. Reportedly, a valid empty cartridge alarm occurred and review of t:connect pump data on (B)(6) 2017 confirmed the proper low insulin alerts prior to the alarm. The user stated that the did not change the cartridge prior to running out of insulin. The user reported a blood glucose (bg) level as high as over 600 mg/dl with diabetic ketoacidosis. The user addressed bg level with manual injections. It was confirmed that the user had an alternate method of insulin delivery available.